Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, bulging, recurrence, and contraction of old mesh. Post-operative patient treatment included extensive lysis of adhesions, revision surgery, and hernia repair with new mesh. Relevant tests/laboratory data: (B)(6) 2015: op note- patient with recent CT scan, which confirmed bulging near the umbilicus consistent with a recurrent hernia.